Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station could not be used, and the screen was frozen. The customer rebooted the station, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen. A technical support specialist (tss) confirmed that the station was running but the application had not started. The tss rebooted the device and observed that maintenance mode initiated after the reboot and the application launched as expected. The tss repeated the reboot process two additional times to confirm stable application launch and operation. The tss followed up with the customer and confirmed that no further issues were reported, after which the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.